Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii/3 left ventricular assist system. Infection has been previously investigated, and will continue to be monitored through quality data reviews. Which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Event date was estimated. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that patient was placed on palliative because of recurrent driveline infection with bacteremia over the past 2 years before death. The date of event/admission could not be provided as events occurred over 2 years ago. Account specified recurrent admissions over the course of two years but could not provide exact dates. The patient had redness at exit site with induration which evolved into bacteremia requiring systemic antibiotics.